Event description:
It was reported that a homecare pt experienced discomfort/pain approx one (1) day after inserting one (1) size 6 cfs, cuffless tracheostomy tube. This was reportedly attributed to the fit/placement of the device which was also affecting pt's speech abilities. The pt detected some type of odor coming from the device. The pt has seen her physician who removed the device and replaced with a second size 6 cfs approx one to two weeks after the initial placement on 02/22/98. There were no reported pt injuries associated with this incident. The physician also stated to the rptr that upon examining the involved device there were no apparent dimensional or material surface abnormalities. The 6 cfs device is reportedly available to be returned to the MFR for ID, analysis and investigation. As of the date of this report the device has not been rec'd by the MFR.